Manufacturer narrative:
Additional information received regarding updated device information. The following fields has been updated in this report. In box d: suspect medical device has been updated. In box h6: problem code grid has been updated. In box h: remedial action init and recall (z) number has been updated.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dreamstation auto CPAP with an allegation of eye irritation, nose irritation, skin irritation, respiratory tract irritation and other (unspecified event) . The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Device evaluation completed. H11 updated as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation and other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence) of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Product brand name and product UDI was updated. Box h6 was updated.